Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace his ipg which resolved the issue.the patient is now receiving effective stimulation.

Event description:
It was reported the patient 's ipg was unable to communicate with his charging system. The sjm representative confirmed the issue. The ipg is able to communicate with the programmer and the patient is receiving effective stimulation. A replacement charging system was sent to the patient and did not resolve the issue. Follow up information identified the ipg no longer communicates with the programmer and the programmer displays an error code. The ipg is inoperable. The patient last recharged his ipg approximately four months ago. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.